Manufacturer narrative:
One 6f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected; the collagen was not returned. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in full rear lock position. A 1.2" length of suture exited the sheath distal tip; the suture distal end was consistent with cutting. No visual anomalies were noted. The overall device condition was consistent with deployment. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.

Event description:
The anchor of a 6f sts+ angio-seal device was deployed and was allegedly free in the artery. No thrombosis occurred. However, the pt's hospitalization was extended to make sure that no thrombosis occurred. Manual compression was used to achieve hemostasis.